Event description:
The following information was provided on a device tracking registration form: stent came off balloon after leaving guide and was sitting in superficial femoral artery. Additional information indicated a stent was left in the superior femoral artery above the right knee. A second stent was properly placed in the target lesion. Although the pt was sent home w/ no reported complications or intervention, this report is being filed since this type of event could cause an adverse event if it were to recur. The instructions for use indicates stent embolism is a known inherent risk of this procedure.